Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a patient on the arctic sun device. Initially, they had a foley probe connected and was getting erroneous patient temperature, it would jump from 24c to 30c to 21c within seconds. Nurse stated they replaced the temperature probe with an esophageal probe, and it was reading 36.1c. They verified an oral temperature of 36.4c so they seemed to correlate. Then set the targeted temperature (tt) for 37c and resumed therapy. They came back a little later and the patient temperature was now 34c. Nurse wanting to know why the patient temperature dropped. Nurse currently had therapy stopped and they had already emptied the pads, they were wanting to switch to another device. Nurse stated water temperature dropped down to 14c when the patient¿s temperature dropped. The therapy screen currently says normothermia. Explained if the temperature was erratic and not reading accurately, it may have been delivering therapy based on the wrong patient temperature. However, since they swapped the temperature probe, if this was truly accurate then once restarted it should have warmed the patient from this temperature. Also discussed if it was programmed under rewarming and the rewarm from was set below the patient temperature, then this would cool the patient before rewarming. Explained without therapy running it was hard to say what occurred. Discussed setting therapy up under hypothermia and utilizing the rewarming settings for this patient. Nurse does not want to use this device, so they were going to get a device that was on another patient who was done with therapy. Informed nurse to have their biomed department download the case data from this therapy and call to send it to our engineers for review, s/n# (B)(6). Also informed nurse to call back once they have the new device if they would like assistance with adjusting settings before starting therapy.

Event description:
It was reported that the nurse stated they have a patient on the arctic sun device. Initially, they had a foley probe connected and was getting erroneous patient temperature, it would jump from 24c to 30c to 21c within seconds. Nurse stated they replaced the temperature probe with an esophageal probe, and it was reading 36.1c. They verified an oral temperature of 36.4c so they seemed to correlate. Then set the targeted temperature (tt) for 37c and resumed therapy. They came back a little later and the patient temperature was now 34c. Nurse wanting to know why the patient temperature dropped. Nurse currently had therapy stopped and they had already emptied the pads, they were wanting to switch to another device. Nurse stated water temperature dropped down to 14c when the patient¿s temperature dropped. The therapy screen currently says normothermia. Explained if the temperature was erratic and not reading accurately, it may have been delivering therapy based on the wrong patient temperature. However, since they swapped the temperature probe, if this was truly accurate then once restarted it should have warmed the patient from this temperature. Also discussed if it was programmed under rewarming and the rewarm from was set below the patient temperature, then this would cool the patient before rewarming. Explained without therapy running it was hard to say what occurred. Discussed setting therapy up under hypothermia and utilizing the rewarming settings for this patient. Nurse does not want to use this device, so they were going to get a device that was on another patient who was done with therapy. Informed nurse to have their biomed department download the case data from this therapy and call to send it to our engineers for review, s/n#: (B)(6). Also informed nurse to call back once they have the new device if they would like assistance with adjusting settings before starting therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.